Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; water tightness was lost due to deformation of switch one, and the angulation play was not confirmed but the angulation control knob felt loose or light. Additional findings include the following: the light guide lens was scratched, the distal end had a dent, the connecting tube had a dent, scratch, and wrinkle, there was low angle, the grip, control unit, suction connector, and universal cord all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus the angulation knob felt loose and there was a leak near the switch on the bronchovideoscope that was found during reprocessing. No patient harm was reported. The device was returned for evaluation, and the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.